Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the threshold measurements on this implantable transvenous defibrillation lead had increased since the implant procedure. An x-ray was performed at which time it was noted that the lead had dislodged. No adverse patient effects have been reported.